Manufacturer narrative:
Philips conducted an investigation in response to a customer report that the wired footswitch had failed. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation has expired, resulting in no service action being performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.